Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2015, the maximum rv capture threshold consistently measured greater than 2.5 volts.

Event description:
It was reported that the right ventricular (rv) lead had high and unstable thresholds starting approximately eight months prior. Outputs were increased and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.